Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildy to moderately tortuous nad non-calcified left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was found that the shaft broke. The device was completely pulled out with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break at 20cm distal to the distal end of the strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildy to moderately tortuous and non-calcified left anterior descending artery. A 2.50 x 38mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was found that the shaft broke. The device was completely pulled out with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.